Manufacturer narrative:
(B)(4). The analysis showed that the atw35 device was received in good visual condition and with a tr35b cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device "misfired" per the note that was with the device. The case was completed with another device of the same product code. There were no patient consequences reported.